Manufacturer narrative:
Zoll medical orp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal. Complainant indicated that there was no pt involvement int he reported malfunction.